Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient was very symptomatic to vvi pacing due to retrograde and has not felt well the past week. The patient had atrial rates of 120bpm which was a rate too low for device atrial tachy therapy and had been cardioverted two times on the weekend. The device is still in use. No further patient complications have been reported as a result of this event.